Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information from the consumer (via a manufacturer representative) reported a loss of stimulation therapy in her back and more back pain. No specific date was given for when the symptoms returned. The patient was scheduled for a follow-up and reprogram in the office as the patient was having pain in her back. An issue was identified after interrogation of the battery and a diary check of usage: a battery check and report ran on usage over the past month showed no usage of the device at least since (B)(6) 2015. The stimulator was turned off for an unknown reason and for an unknown amount of time. An impedance check was performed and the 0 electrode was found to have an impedance greater than 10,000 ohms. The issue was resolved by removing programming from that electrode. After reprogramming, the patient was receiving effective therapy and the issue resolved. There was no surgical intervention that occurred, nor was one planned. The patient's relevant medical history includes spinal pain.